Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and reprogram alarm. The customer mention symptoms of their blood glucose levels such as nauseated from gastroparesis. The customer treated with pump. Customer's current blood glucose value was 467 mg/dl and at the time of incident blood glucose value was unknown. Troubleshooting was performed. The customer was hospitalized in emergency room and blood glucose value when admitted to hospital was above 595 mg/dl. The customer complained about hyperglycemia. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. There were no leaks or air bubbles. Customer perform the high pressure test and test passed. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.